Manufacturer narrative:
The customer's calibration, qc, system alarm trace, and sample pre-analytical details were requested but not provided. The customer provided the patient's sample for an investigation. The investigation confirmed the customer's reactive elecsys toxo igg result. Below are the investigation's results: the patient's elecsys toxo igg result was 47.4 iu/ml reactive. The patient's sample was neutralizable with a result of 10.6 %. The patient's elecsys toxo igg avidity result was 84 % avidity high avidity. The patient's elecsys toxo igm result was 0.215 coi non-reactive. The investigation determined the patient's reactive elecsys toxo igg result was correct. A general reagent issue could be excluded. Based on the investigation's results, an acute infection of the patient was unlikely. The investigation did not identify a product problem. Updated medwatch fields: d4 - expiration date.

Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys toxo igg immunoassay results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). On (B)(6) 2021, the patient's initial elecsys toxo igg result was reported outside the laboratory. The customer performed repeat testing with a vidas analyzer, an immunoenzymatic system, and two other unknown methods. The patient's elecsys toxo igg result was 47 iu/ml reactive. The patient's toxo igg result on the vidas analyzer was "border result." The patient's toxo igg result on the immunoenzymatic system was "negative." The actual result was not provided. The patient's toxo igg results on the two unknown methods were "negative." The actual result was not provided. On (B)(6) 2021, the patient had a new sample collected. The patient's elecsys toxo igg result was 49.3 iu/ml reactive.